Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. On (B)(6) 2009, the patient/layperson's mother (reporter/layperson) complained that an error 1 prompted on the patient's onetouch ultralink during a test shortly before the call. At the time of the blood glucose test, the patient exhibited confusion. The patient self-treated with food and drink to relieve her symptoms. There is no indication the product contributed to injury since the patient was symptomatic at the time of the test. Since the alleged error 1 issue was not resolved, the complaint is reported and the cca replaced the meter and test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.